Event description:
The patient from the shout (tornier shoulder outcomes study) had suspected broken hardware identified in the post-anesthesia care unit (pacu). The broken hardware was determined to be a humeral protector plate, which was then removed in the operating room (or). Although the plate was removed, none of the shoulder components were taken out, as they all remained intact. The operative note confirmed that all counts were accurate at the end of the procedure. An additional note from the investigation team emphasized that the humeral protector plate, considered an instrument, needed removal to complete the humeral component implantation step. It was stressed that this device should not be an option to remain in the patient.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The patient from the shout (tornier shoulder outcomes study) had suspected broken hardware identified in the post-anesthesia care unit (pacu). The broken hardware was determined to be a humeral protector plate, which was then removed in the operating room (or). Although the plate was removed, none of the shoulder components were taken out, as they all remained intact. The operative note confirmed that all counts were accurate at the end of the procedure. An additional note from the investigation team emphasized that the humeral protector plate, considered an instrument, needed removal to complete the humeral component implantation step. It was stressed that this device should not be an option to remain in the patient.